Event description:
It was reported that during a procedure of the heavily calcified, chronic totally occluded left anterior descending artery, the progress guide wire tip became caught on some calcium and decoiled. A confianza pro 12 was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide catheter: launcher. Sheath: finecross mg. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.